Event description:
It was reported that the implantable neurostimulator (ins) was replaced with a different model. A pre-operative visit indicated that the patient was happy with her coverage. Intra-operative impedances were the same as pre-operative impedances. The patient was given the same programming group a that had worked well for years. During pre-operative interrogation, an impedance check of the paddle lead and extension indicated contact 6 had greater than 10000 ohms, but the physician was aware that this was not an active contact. Because the contact was not involved in current programming, nothing was done to resolve the issue. The event cause was not determined, and the issue was resolved at the time of report. The patient was scheduled for post-operative follow up, and she was sent home with a new implantable neurostimulator recharger (insr) and patient programmer. The patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l88279, implanted: (B)(6) 2001, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3998, lot# l88279, implanted: (B)(6) 2001, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).